Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The physician has watched the lead connecting video.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. The analysis is pending.